Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume was 8.4 ml and the expected volume was 1.3 ml. The pt experienced increased pain. A dye study was going to be performed. The drugs used in the pump at the time of the event were fentanyl. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.